Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required battery replacement. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, d11, g4, g7, h2, h10, h11. Corrected fields: d5, e1(initial reporter name, telephone, email), e2, e3, h4, h6, h10. Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse found in the logs error 111 and 112. As a precautionary measure the batteries, the coiled cord, backplane to coiled cord, and the pneu mod to backplane cables were replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a clinical training ran by a getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) went off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings & investigation conclusions), h10.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h10, h11. Corrected fields: b3, e4, g1(contact person).